Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 40 mg/dl. Customer's other blood glucose levels are 290, 324 mg/dl. Customer was treated with food for low blood glucose level and insulin pump for high blood glucose levels. The customer received insulin flow block alarm. The troubleshooting was not performed for the low blood glucose and insulin flow blocked alarm. It was not reported whether auto mode was active at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.